Event description:
It was reported that the customer, in (B)(6), contacted the agent at (B)(6), stating that the first time the error message appeared on the intra-aortic balloon pump (iap-0500 s/n (B)(4)) the user discovered blood in the catheter. The intra-aortic balloon (iab) product affiliated with this event is unknown. There was no patient information disclosed at this time.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.